Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("95 pounds that I had gained in the last year of having it inside") and experienced tooth disorder ("teeth are still horrible"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal, weight increased and tooth disorder outcome was unknown. The reporter considered medical device removal, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, weight gain and tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("95 pounds that I had gained in the last year of having it inside") and experienced tooth disorder ("teeth are still horrible"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal, weight increased and tooth disorder outcome was unknown. The reporter considered medical device removal, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, weight gain and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pqs: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.